Manufacturer narrative:
Since mentor received two devices have the same lot number, it was not possible to determine which device correspond to each side, therefore, both products were analyzed. See manufacturer report number 1645337-2026-05712 for the contralateral device investigation. The analysis for one device is being included in this report. Device evaluation summary: the product was returned to mentor for evaluation, where a thorough investigation was conducted. Visual analysis of the returned device determined that two tears were found, ¿a¿ on the anterior aspect, and ¿b¿ expanding from the anterior to the posterior aspect of the breast implant, measuring approximately 1.7 cm and 9.6 cm respectively. Microscopic examination was performed on the edges of both ruptures, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
A 525cc mentor smooth round moderate profile saline breast prosthesis was received by the mentor analysis lab without a complaint in regard to the product quality or patient issues. As a result, the device was tested and determined to have a reportable failure mode.